Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent x-ray disabled error message. There is no report of death or serious injury associated with the complaint. This error will prevent the system from performing fluoroscopy.